Manufacturer narrative:
(B)(4). Upon completion of the evaluation, or, if additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized nine days prior to death for scheduled heart valve surgery. The patient did not have the surgery for reasons unknown. The cause of death was a myocardial infarction. It was unknown if an autopsy was performed. Additional information was requested, but is not available. The patient was admitted to the hospital on (B)(6) 2013 for scheduled heart valve surgery on (B)(6) 2013. The patient did not have the scheduled heart valve surgery. The reason for not having the surgery was unknown. The nurse could not confirm history of stroke. The nurse confirmed history of previous open heart surgery. Unable to confirm year. Unknown if an autopsy was done. The event was not related to dianeal therapies, homechoice machine, or disposable parts. No further information could be provided. (B)(4) forwarded the information to corporate product surveillance (cps) on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the device event history, service history, and device history was performed. There were no issues that could have caused or contributed to the reported event. The device passed electrical testing, but failed functional testing due time out during initial drain. This failure is unrelated to the reported event. All testing pertaining to temperature and volumetric accuracy passed. There was no failure or malfunction identified during evaluation of the device that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.